Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report a hypoglycemic event requiring the patient to treat herself with food and juice, and inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. The sensor was inserted in the abdomen on (B)(6) 2015. The patient stated that while having the hypoglycemic event, she felt dizzy and lightheaded. The patient stated the cgm reading was 90 and her fingerstick reflected 35. A while after drinking juice and eating food, the patient reported feeling fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and data was not provided. The complaint cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia; however a root cause for the reported events cannot be determined.